Event description:
It was reported that the customer's blood glucose level displayed as "high." There was no adverse impact to the customer's blood glucose level. The customer administered a correction injection via multiple daily injections to address the high blood glucose level, and it was confirmed that the control iq feature was active at the time. Technical support advised the customer to consult with their healthcare provider and instructed them to call for troubleshooting assistance if future high blood glucose events occur.